Event description:
B&d syringes are defective: 3 syringes had rubber & plastic pieces extra in them. And one 5ml syringe had a very large metal nut in the wrapper instead of a syringe. Dose or amount: 4 syringes.